Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any add'l details become available. This report represents all info known by the reporter at this time.

Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.